Manufacturer narrative:
The insulin pump was received with a frozen display on full segments due to a faulty component on the interface board. Unable to verify the button error alarm due to the frozen display.

Event description:
The customer reported a button error alarm followed by a black screen after inserting a new battery. Advised that the insulin pump would be replaced. Nothing further was reported.